Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error with arm2 through testing and review of the system logs. The error was unable to be recovered. The fse concluded error 23118 occurred due to arm2 being defective and performed a part replacement to resolve the issue. The system was tested and verified as ready for use. Isi has received the replaced arm2, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. System log review: a review of the site's system logs for the reported procedure date was conducted by rpms log review sme. Investigation revealed the following possible related system errors: arm2 was disabled during the procedure due to error 23118. Event verification: a review of the remotefe procedure log showed a low anterior resection (lar) surgical procedure on (B)(6) 2022 with system sk3553. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, error 23118 occurred on arm2 after the customer replaced the endoscope. The customer was advised to exercise arm2 and perform a power cycle of the system but the error persisted. The procedure was continued with 3 arms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. Surgical ports were already placed when the errors occurred. The procedure was completed successfully with no harm to the patient.

Manufacturer narrative:
Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure of error 23118. The unit was tested on an in-house system and failed normal mode as it triggered error 23118, which pointed to the yaw axis. When the yaw chipencoder virtual absolute (cva) flex fit cable (ffc) was replaced with gold part and retested, the error went away. When the old part was reinstalled and retested again on an in house system, error 23118 returned. The unit went through more testing on a testing platform (using gold ffc) and it passed all required tests. Yaw cva and ffc will be replaced as a fix to the reported problem. The root cause of the failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.